Event description:
It was reported that since (B)(6) 2013, the patient sometimes felt the implantable neurostimulator (ins) sliding. Additional information received reported that the ins seemed to move in the body. The movement was not confirmed.

Event description:
Additional information received reported that the ¿recent one month¿ the patient felt knee and arm pain. The patient had a rheumatism and so sometime had arthrosis pain. The patient reduced ¿the drug¿ according to the healthcare professional (hcp) suggestion but the patient had a little ¿tremble.¿ it was noted that the patient ¿consult the dual stimulator could be settled separately.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).